Event description:
In an elevator, the patient reported that all of a sudden it seemed more difficult for him to breathe when connected to the ventilator. The patient was suctioned, the circuit was changed and the ventilator still did not ventilate or cycle when the patient initiated a breath. The patient was placed on a new ventilator and he stated that it was much easier for him to breathe. No patient harm reported. There were no alarms when the reported problem occurred.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problems. The ventilator passed an extended test run using the customer¿s ventilator settings. During the ltv final test, the ventilator had slight non-conformances with the flow and o2 blending tests. These slight non-conformances would not result in a failure to ventilate properly. Internal inspection did not reveal any anomalies with the ventilator. A review of the event trace did not reveal any abnormal conditions on the reported event date of (B)(6) 2015.